Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient's mother called dexcom back on (B)(6) 2015 and reported that the patient was not always using the phone application but just the receiver and that there was no issue. At the time of contact, no injury or medical intervention was reported.